Event description:
It was reported that bd insyte autoguard winged needle was slow to retract. The following information was provided by the initial reporter: when the retract button is pressed, it retracts very slowly, and sometimes not at all, this time I had to press the needle on the IV tray to make it retract all the way. Patient harm? No.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
Investigation results: no photos or physical samples that display the reported condition were available for investigation. A device history record review was completed by our quality engineer team for provided material number 381533 and lot number 4282452. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. Based on the available information, an exact cause for this incident could not be identified.

Event description:
No additional information.

Manufacturer narrative:
Additional information of fa#.